Manufacturer narrative:
The device was not returned to omsc because the facility discarded it. Omsc reviewed the manufacturing records of the same lot and confirmed that there was no irregularity. The exact cause could not be conclusively determined. Based on the past cases, it is estimated that the perforation occurred due to the following reasons. The output level of the electrosurgical unit was too high. The activation time was too long. The operator activated without aspirating fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. The operator abruptly angulated the endoscope¿s bending section of the endoscope during activation. The doctor forced the cutting knife against tissue with excessive force while activating output. The operator resected the tissue too deeply. The instruction manual of the device has already warned as follows; do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. Do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Do not angulate the endoscope¿s bending section of the endoscope abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. This instrument can be incised by both the cutting knife and the electrode. When incising the tissue by pressing the knife forcefully more than necessary, unintended incision may occur by the electrode part, and it may cause perforation and massive bleeding. Always confirm the direction of incision and do not incise with more pressure than necessary. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time. Device discarded.

Event description:
During esophagus endoscopic submucosal dissection(esd), mucosal incision was performed using kd-612l in a state where endoscopic field of view was not sufficiently secured. After that, the doctor noticed that the inflation of the esophagus by air supply was not sufficient. The doctor found that there was a perforation in the esophagus, and air leaked from the puncture site. The doctor used a clip at the puncture site and completed the procedure. The patient was hospitalized as scheduled. The doctor's intention is to follow-up the patient about the air leak for a while. The doctor said that he has vigorously incised mucous membranes with a bad endoscopic field of view. On (B)(6), as additional information, olympus was reported that the patient recovered and left the hospital.